Event description:
Within days, patient began to run a fever and within 2 weeks shoulder began draining. In 2005, surgeon reoperated shoulder and found virulent fluid. Surgeon removed the implant and observed that it was white in color and crumbled upon removal. A culture was negative for known bacteria. This device is used for treatment.